Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: hand sores, hives, hand dermatitis, runny eyes and nose, great despair, loss of enjoyment, and loss of earning capacity.